Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon review, patient's right ventricular(rv) lead exhibited high pacing impedance. During lead revision procedure, physician found hints of clavicular crush and lead fracture. The rv lead was capped and replaced on (B)(6) 2019. The patient was stable.